Event description:
N/a.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils and core break were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a 70% stenosed lesion in the left anterior descending (lad) artery. During use of a 014 versaturn f 190 guidewire (gw) the tip of the gw was noted to be uncoiling before the gw reached the target lesion and the coils detached from the core. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another versaturn gw was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.